Event description:
Event description guidant received information that this pacemaker was unable to elicit a magnet response when testing the device transtelephonically (ttm). As this device was implanted in the abdomen, it was advised to place the two magnets together and retry the device; however, it was still not obtained. Pacing output has not been verified, although there were not adverse patient effects reported. Additional information became available that noted a magnet response has been unavailable since a lead revision procedure three months ago. The caller inquired whether this device was included in a recent recall population.